Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient experienced pain at the ipg site due to its size. Surgical intervention may be pending to address the issue.